Event description:
It was reported that the patient suffered a pericardial effusion. The physician believed the perforation and subsequent effusion occurred while mapping in the right ventricular free-wall and anterior wall. There was approximately 4 minutes of ablation in the right ventricle prior to this. The procedure was stopped and a pericardicentesis performed. The patient was stable at the time of the call. Additional information received stated that the physician's opinion regarding the cause of the adverse event was that it was due to an abbot agilis sheath ( non-bwi product). There were no patient factors cited that may have contributed to the advese event. There were no issues or errors reported on any bwi products or equipment during the procedure. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).